Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an insulation break occurred on the pacing lead during the implant procedure. It was noted the patient had a tortuous anatomy. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.